Event description:
A customer contacted baxter technical services (bts) regarding assistance with a low drain volume alarm during the initial drain on the homechoice machine(hc). The nurse stated that the home patient(hp) starts therapy empty and there are air bubbles in the patient line. The technical service representative(tsr) assisted the nurse to end therapy. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a low drain volume alarm was confirmed. The root cause was identified to be air in the patient line. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. The devices involved in the incident were unknown. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.